Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05513. It was reported the patient experienced a headache post-trial procedure, as such a cerebrospinal fluid (csf) leak was found. Surgical intervention was undertaken on (B)(6) 2023 during which the entire system was explanted. The system was re-implanted on (B)(6) 2023 and therapy was restored.